Manufacturer narrative:
A third-party service agent performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer reported to physio-control that their device does not recognize a connections through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no patient use reported with the event.